Event description:
It was reported while using bd ultra-fine¿ ii short needle insulin syringes 1ml the needle stuck in the arm, when the tip broke off. Stated no harm in the incident. Verbatim: incident description: as per account, client had needle in his arm when the tip broke off. There was no harm in this incident.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photos provided. The customer returned two photos of a small clear bottle with the lot number and expiration date taped to the bottle and what appears to be a piece of cannula at the bottom. The customer reported that they had the needle in arm when the tip broke off. The photos were examined however, without the physical sample a root cause could not be determined based on the photos alone. A review of the device history record was completed for batch# (B)(4) . All inspections were performed per the applicable operations qc specifications. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ ii short needle insulin syringes 1ml the needle stuck in the arm, when the tip broke off. Stated no harm in the incident. Incident description: as per account, client had needle in his arm when the tip broke off. There was no harm in this incident.